Event description:
Arjohuntleigh received a customer complaint indicating that during lowering of the pt on the wheelchair with the passive lift: minstrel, the pt experienced a convulsion and hit her head with the device lift arm. The event outcome was indicated to be a head injury, described as a "head trauma" and as the consequence, it was reported that 10 days after the event, the pt died.

Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation. (B)(4).